Manufacturer narrative:
Other, other text: one pneupac parapac ventilator was returned for analysis. Upon initial inspection of the unit, the patient outlet was observed to be loose. Based on the evidence, the complaint was confirmed. The root cause was found to be due to user interface.

Event description:
Information was received indicating that the connection piece on a smiths medical pneupac parapac ventilator was noted to be broken. It was reported that the connector went to the airflow vent. There were no reported adverse effects.